Manufacturer narrative:
The investigation did not identify a product problem. The follow up/corrective actions for the event was running calibration and controls; these were acceptable. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Erroneous low results were generated by the cobas 8000 e 801 module. The events involved a total of one patient with the following: two erroneous results for the elecsys toxo igm immunoassay. The patient's age was (B)(6). The patient's weight was requested, but not provided. There was one female. The patient's race was requested, but not provided. The patient's ethnicity was requested, but not provided.